Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a coronary occlusion in the left anterior descending artery (lad) caused a myocardial infarction. Subsequently, percutaneous coronary intervention (pci) including stenting was performed. Per the physician, a shift in calcified plaque to the lad either during or after the procedure caused the coronary occlusion. No additional adverse patient effects were reported.